Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, after passing with a 1.4 registration, the site was able to verify all of their instruments but they were unable to track consistently. The gel pad was the only object between the patient's head and flat emitter. The site switched to the side emitter and proceeded without any issues. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.